Event description:
It was reported that an asymptomatic patient presented for a routine follow-up. During the attempt to update cyber security, the device went to bvvi. The device was restored to normal function. Session records were requested for further investigation.